Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the ra tip and rv tip setscrews were in the down position, with the leads attached. The rv ring seal plug was removed and a wrench tip was broken off in the setscrew. All setscrews moved freely and operated normally. The damage to the rv ring setscrew was induced by excessive outward turning of the wrench.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the replacement of this implantable cardioverter defibrillator (ICD) for normal battery depletion, the setscrews on the device appeared to be stuck. The right ventricular (rv) and non-boston scientific right atrial (ra) leads were stuck in the header. The physician cut and abandoned the leads and explanted the device. No adverse patient effects were reported.